Event description:
It was reported that patient received inappropriately atp and shock therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. Patient is being evaluated for an av node ablation procedure. Patient condition was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.